Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent a breast augmentation primary with mentor smooth round moderate profile, 375cc saline implant experienced bilateral deflation, and breast pain post procedure. The patient stated that she has pain, and due to pain, she cannot have mammogram examination done. As a result, patient scheduled for bilateral removal on (B)(6) 2022. This report relates to the left prosthesis.

Event description:
It was reported that a (B)(6) hispanic female who underwent a breast augmentation primary with mentor smooth round moderate profile, 375cc saline implant experienced bilateral deflation, and breast pain post procedure. The patient stated that she has pain, and due to pain, she cannot have mammogram examination done. As a result, patient scheduled for bilateral removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, deflation manufacturer¿s reference number: (B)(4).